Event description:
It was reported that the pt experienced a lack of therapeutic effect since being rear-ended in an accident. It was noted that the pt also fell. Her stimulation was as high as she could tolerate, but it was in the wrong location. The pt was at home in fair condition. Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4).